Event description:
It was reported that the lead dislodged. The lead could not be repositioned, so it was removed and the patient was downgraded to a single chamber pulse generator.

Manufacturer narrative:
No medwatch form was received.